Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon measurements made one day post implant the values appeared high when it comes to the pacing thresholds, shock impedance measurements as well as sensing. An x-ray confirmed this right ventricular (rv) lead was dislodged. A repositioned took place and was successful, the lead remains implanted. No additional adverse patient effects were reported.